Event description:
It was reported that the ilet pump entered a rewind sequence, with logs indicating user-initiated rewind steps despite the caregiver¿s initial belief that the patient did not interact with the device, and the event involved infusion set and cartridge handling with incorrect supply change steps, with relevance to the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method associated with the plunger during supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.